Manufacturer narrative:
One vial of test strip lot 294942-11 containing seven test strips was received for investigation. The test strip and vial showed no defects. The returned test strip was measured in comparison with the current master lot coaguchek xs pt test strip . For this purpose, two human blood samples from marcumar donors and internal reference meters were used. Ml/refmeter custstrips/refmeter master lot and retention meter marcumar 3: 3.3 inr, marcumar 4: 2.4 inr. Customer strips and retention meter marcumar 3: 3.3 inr, marcumar 4: 2.3 inr. The maximum difference between measurements with the same blood sample was 4%. The returned customer material and retention material complied with specification.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of discrepant high inr results for 1 patient tested on coaguchek xs plus meter with serial number (B)(4) compared to the laboratory using the dade innovin method. The initial result from the meter was 6.8 inr. The patient was retested on the meter with a result of 7.0 inr. The result from the laboratory was 4.6 inr. On (B)(6) 2018 the patient was tested on the meter with a result of 6.2 inr. The patient was retested on the meter with a result of 5.9 inr. The result from the laboratory was 4.2 inr. The time frame between the meter results and the samples for the laboratory tests was not provided. The comparisons between the meter and the laboratory were performed on the same day. On (B)(6) 2018 the patient was tested on the meter and the result was 5.6 inr which was still higher than the laboratory results. No laboratory tests were performed on (B)(6) 2018. The patient's therapeutic range is 2 - 3 inr. No adverse event occurred. The patient is well. Qc was run on the meter on (B)(6) 2018 with passing results. The customer has been using the meter since the comparisons for this patient were performed and been getting expected results. The test strips were requested for investigation. Relevant retention test strips (lot 294942) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention material was acceptable. No error messages occurred.